Manufacturer narrative:
Please see MFR # 3012307300-2018-02651 for related device incident.

Event description:
It was reported that a tracheostomy tube used with a patient who was fully ventilated 24h a day experienced a fracture on the underside of the tube which resulted in air leakage. The leakage was detected by the patient's parents and led to an emergency trach tube changeout; no adverse health outcome was associated with the incident. The faulty trach tube was used new as of (B)(6) 2018 and the cuff patency was tested prior to use. It was further reported that at the time of the incident it was not the initial use of the tube; the trach tube had been used 3 times and cleaned between uses with warm water.

Manufacturer narrative:
Other, other text: on review, 3012307300-2018-02637 was identified as a duplicate of 3012307300-2018-02488. Please disregard any and all reporting completed under 3012307300-2018-02637.